Event description:
During an endoscopic procedure to treat an upper gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that the device "lost co2 [carbon dioxide] compression when triggered [unable to spray - subject of report]." Another hemospray device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, the foam, the regulator's small metal ball bearing, lance, white o-ring, and black o-ring were not returned. One catheter was included in the return with no noted discoloration, kinks, or powder within. The regulator spring was taped into the tray. The red activation knob had been partially reinserted into the handle and contained the co2 cartridge. The device was returned with the on/off switch in the "on" position. The white body of the handle has not broken open. Powder was observed on the exterior of the returned components, within the device nozzle, and within the tray. The red activation knob was removed from the handle with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #2. All of the regulator's internal components have detached with only the spring being returned. The co2 cartridge was observed to be fully punctured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r or 067-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it was secured to the regulator during activation. A field action (reference field actions 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4851255, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.